Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast fix 360 suture system, the t2 implant did not finish lowering, it stayed a few millimeters from the bevel of the system and the implantation was impossible. T1 anchor was removed from the patient. The procedure was completed with a non-significant delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the device was returned without suture or implants. The actuator was in the post t1/pre t2 deployment position. A functional evaluation found the device cycled as intended. The actuator tip extended beyond the tip of the needle when fired from the t2 position. A review of the customer provided video showed the deployment of t1 behind the meniscus and what appeared to be the t2 also deployed. The needle appeared empty after the second deployment but unable to definitively tell. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include failure to fully actuate the device during implantation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.